Event description:
The manufacturer representative via the healthcare professional reported the patient fell and was experiencing diminished therapy with their device system. It was noted that no surgical intervention had occurred. Additional information received from the healthcare professional reported that no cause for fall and diminished therapy was determined. The patient was referred to emory university hospital. The patient was implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.